Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:transfemoral access when superior venous approach is not feasible equals overall success of permanent pacemaker implantation. Pacing clin electrophysiol. 2017;40:638¿643. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The study reviewed the outcomes of femoral implantation. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths and patients that experienced infection or erosion requiring removal of the system. Additionally it was reported that one patient requiring lead positioning one most post implant due to increased right ventricular (rv) lead thresholds. The status of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.